Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned to zmc for investigation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6). Further details surrounding the patient's death were unable to be obtained. Per review of the event, the device detected and alarmed for vt at 02:34:16am on (B)(6) 2018. Four seconds after the detection, a non-lifevest external defibrillation was delivered. The external defibrillation was delivered before the lifevest could deliver a treatment shock. The post-shock rhythm of the external defibrillation was obscured by CPR artifact. At 02:39:59am the lifevest delivered a treatment shock. The underlying rhythm was obscured by CPR artifact. The post-shock rhythm was sinus tachycardia at 120 bpm with motion artifact. The CPR artifact contributed to the false detection. At 03:48:34 the patient's rhythm degraded to asystole. The patient was in asystole until the belt was disconnected at 03:57:50am. Asystole is considered a non-shockable rhythm.